Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info..

Event description:
The dealer reports for the customer that after using the device one time, the tip bent. There was no pt injury. On (B)(6) 2009, customer adds that the device was being used during a total hip replacement.